Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap ¿fell off¿ from the female connector of a transfer set. This occurred during use of the devices for peritoneal dialysis therapy. The nurse instructed the patient/caregiver to clean to prevent further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.